Manufacturer narrative:
Unit passed displacement test and selftest. Hardware low level failures was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Unit received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, peeling end cap address serial number label and scratched case. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump received hardware low level failure alarm. The customer was able to clear the alarm and also able to complete insulin pump rewind. Insulin pump passed self test. The customer stated that tone of insulin pump gone out and concerned with insulin pump's beep. The customer did hear beeps when audio volume settings were saved and they did hear the differences between the two audio/sound beep volumes. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.